Event description:
It was reported that the vertical lift column on the 9800 sys would not raise. This was discovered prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.